Event description:
On two occasions a respiratory therapist found the bite block portion of the b&b bite proof bite block slipped down a pt's endotracheal tube in the back of the pt's throat. A small part of the white portion of the device was visible inside the pt's mouth so she looked down the ett and found the bite block. This could pose a hazard to intubated patients. There was no injury related to these incidents.